Manufacturer narrative:
Concomitant medical products: 4469, lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, a wire was loaded from the distal end of the lead. When the wire was pulled fully back into the lead, it was very difficult to advance the wire back out through the tip seal. It required frequent retraction and forward pushing to occasionally allow the wire to exit the lead. The physician had difficulty placing the lead as they were unable to "stter" the wire into the desired branch. It was noted that backloading the lead might have created a false lumen, causing the resistance. The lead was removed and a new guidewire was used. The lead was able to be implanted. No patient complications have been reported as a result of this event.